Manufacturer narrative:
This manufacturer report is being submitted for the fourth of four individual patient cases identified in manufacturing report 3005174370-2016-00040 follow-up 1. Based on the available records, it is not clear what role, if any, the lava ultimate restoration, played in this event. Other factors, such as prior tooth history, patient habits and other dental treatments, may have played a role in the need for tooth extraction.

Event description:
This patient record was identified during post-market surveillance activities. Records supplied by the dental office indicate that a male patient ((B)(6)) required extraction of tooth #31. This tooth had received a lava ultimate crown on (B)(6) 2013, because a prior crown (placed in 2006) was replaced (the factors that led to the replacement of the pre-existing crown were not noted in the patient's file). Three days after placement, the patient returned to have the bite adjusted due to sensitivity. On (B)(6) 2014, the patient presented reporting pain; the patient stated that ever since he had bit down on something (no dated documented in the file), the tooth had been sensitive, especially to cold. The tooth was extracted that same day; no documentation was provided to indicate why the tooth was extracted.